Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced discomfort due to suspected migration. The patient was then referred to their healthcare facility for further evaluation. This device remains in service. No adverse patient effects were reported.